Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A review of the batch manufacturing records was conducted, and no related non-conformances were identified.

Manufacturer narrative:
Product complaint # : (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 device not returned. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: how was the needle piece retrieved from the patient? The needle was not retrieved. Attempts were made to retrieve the needle during surgery manually after it broke off, but we were unable to find it. It was a long procedure and the patient was not very stable. So once surgery was completed, the site was closed. A radiograph was performed confirming the presence of the needle within muscle layers. No post op attempt was performed to retrieve the needle at this time.

Event description:
It was reported that an animal underwent a surgical procedure on an unknown date and suture was used. A broken needle occurred during surgery and was lost inside a patient. Additional information was requested.